Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 15 mg/dl, and was found unresponsive. Reportedly, customer believes the cause to be related to the customer's non-tandem continuous glucose monitor; however this could not be confirmed. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.